Manufacturer narrative:
The customer replaced the grey the connectors and no further servicing was required. The instruction manual provides statements to prevent damage to the aer connectors. The oer-pro states ¿check the condition of the connecting tubes. The connecting tubes should not be bent. The connecting tubes should be connected firmly to the connectors. The connecting tubes should be free of abnormalities including cracks, scratches, etc. Disconnect the connecting tubes and leak test air tube from each endoscope after use. Additionally, the IFU states in the ¿care and storage¿ section states ¿after use, reprocess and store this equipment referring to the instructions in chapter 5, ¿end-of-day checks¿ in this manual. Inappropriate care and storage could present an infection control risk and/or cause equipment damage or malfunction.¿

Event description:
The service center was informed that the grey connectors of the automatic endoscope reprocessor are broken. There was no patient involvement reported.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the connecting tube was detached during processing, or a staff member noticed solution did not flow inside the connecting tube. In addition, stress on the connector via handing over time likely could cause the breakage / loose connection.